Manufacturer narrative:
Instrument will not be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tip of the straight suction was damaged. There was no patient involved. It was also reported that the suction still verified intermittently and the site intended to keep this instrument.